Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed no obvious use residue in the sample. The dilator tip was observed to be damaged. A microscopic observation revealed the tip of the dilator was deformed and whitening of the material was observed. Inspection of the sheath tip was unremarkable. While the dilator tip was observed to be damaged, the exact cause of the damage is unknown. Possible causes include damage during manufacturing, shipping, storage, and handling. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported peel-off introducer malfunction. On 11/09/2025 it was found during an investigation a damaged tip on the dilator/sheath assembly.